Event description:
A peritoneal dialysis registered nurse (pdrn) called technical support requesting the final pick up of this cycler because patient has expired. According to the pdrn, this patient expired on (B)(6) 2014 as a result of a "heart attack." He was not in treatment at the time. She reports he had type I diabetes and history of previous heart attack. She is not aware of the sequence of events leading up to the heart attack but reports he was taken to the emergency room. She denies any product malfunction associated with this event and a search of the complaint information system confirms no calls were received in the days preceding this event. The device is being returned to the manufacturer.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported expiration. A supplemental medwatch report will be submitted upon completion of the investigation.